Event description:
Customer reported device result =121 mg/dl at 7:00 am. Customer took medicine. Device result =252 mg/dl at 12:00 pm ad after lunch result =203 mg/dl. At 3:00 to 4:00 pm, customer began to "bladder, not make sense, laid down, and eye became glassy". 911 was called. Paramedics device result =30 mg/dl and customer receoved an IV on sugar & put customer on oxygen. Paramedics revived customer and advised customer to eat peanut cutter and jelly sandwiches and orange juice. No controls were used. A request was made for product return and product replacement was sent.